Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardiac monitor (icm) showed post sensed t wave over-sensing. Programming changes were made. The patient was stable.